Manufacturer narrative:
Patient weight was obtained from the index procedure on (B)(6) 2019. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, stenosis, and myocardial infarction, are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with in-stent restenosis of the mid circumflex (cx) coronary artery. Pre-dilatation was performed and a 3.0x38mm xience sierra stent (1550300-38, 9010442) was successfully implanted in the mid cx with acceptable results and no complications. On (B)(6) 2021, the patient notified emergency personnel of chest pain and was hospitalized. A non-st elevated myocardial infarction (mi) was diagnosed. Per imaging, the cx stent was 95% restenosed. Medications were provided and another stent was implanted in the cx as treatment. The event resolved without sequela. No additional information was provided regarding this issue.